Event description:
It has been reported to philips that a system reboot was attempted during a procedure, but the system did not boot back up. The procedure was cancelled. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system not powering up after a shutdown. The philips field service engineer (fse) visited onsite and confirmed that the system was working fine. It was also found that the customer pressed the e-stop to stop the system for some emergency reason was the cause of the reported issue. While doing it, they hit it hard and the red knob fell out, then in the process of trying to put it back, they struggled to release it and managed to put it back. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. As per the new information, the user mistakenly pressed the e-stop button hard and so, the knob fell, which could be attached again later and there was no malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.